Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited sensing issues on the atrial channel. The electrogram (egm) was noted to be flat. No sensing or pacing could be obtained. The right ventricular (rv) lead and left ventricular (lv) lead were confirmed to be functioning appropriately. A revision procedure was performed and during the procedure, the right atrial (ra) lead was tested under the pacing system analyzer (psa) and the lead functioned appropriately in pacing and sensing. Then the lead was connected to the header of the device, however, no activity was seen on the egm. The physician suspected a header issue and decided to explant and replace this device. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited sensing issues on the atrial channel. The electrogram (egm) was noted to be flat. No sensing or pacing could be obtained. The right ventricular (rv) lead and left ventricular (lv) lead were confirmed to be functioning appropriately. A revision procedure was performed and during the procedure, the right atrial (ra) lead was tested under the pacing system analyzer (psa) and the lead functioned appropriately in pacing and sensing. Then the lead was connected to the header of the device, however, no activity was seen on the egm. The physician suspected a header issue and decided to explant and replace this device. No additional adverse patient effects were reported. This device has been received for analysis.